Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Per testing of the device, it was found out that there was no malfunction of the implant or implant clamp. It was believed that the issue arose due to a use error in the order of operations to capture the implant with the clamp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.670.305 lot: 9368901 manufacturing site: (B)(4) release to warehouse date: 09. April 2015 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a cervical total disc replacement (tdr) procedure, the spacer clamp did not hold a pdc-vivo implant. The spacer clamp did not fit on the implant from the beginning and it was bended. The problem occurred when the pdc-vivo implant was opened, the space clamp was attached without the handle, and the implant was removed from the tray. The implant then was disconnected from the space clamp. The spacer clamp was tested with appropriate handle and they were not able to reproduce the malfunction. The initial theory was the clamp was used to remove the implant from its packaging tray prior to tightening of the space clamp handle. The surgeon had another instrument in reserve and used it to complete the procedure. There was a 5-minute surgical delay. Patient outcome was unknown. Concomitant device reported: pdc-vivo implant md h5mm (part #: 04.670.935s, lot #: l583448, quantity: 1). This report is for one (1) spacer clamp sizes m/md h5. This is report 1 of 1 for complaint (B)(4).